Manufacturer narrative:
H6: removed 3217 and 61.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered and unresponsive; cause was unknown. There was no reported impact to customer's blood glucose. Reportedly, customer was advised to consult with health care provider regarding insulin therapy.